Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly and hypoglycemia. The customer reported blood glucose value of 56 mg/dl. The customer reported hypoglycemia was with glucagon and other medication. The customer experienced convulsion due to low blood glucose. The event involved product(s) mmt-1880. Troubleshooting was performed. The reservoir was showing less insulin than what was shown on the status screen. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was not using automode. No further patient complications were reported. Mmt-1880 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer's mother reported that customer had a low blood glucose and seizure. The low was treated with glucagon. Caller alleged over delivery because she said the reservoir is running out of insulin quickly. Reservoir is showing less insulin than what is shown on the status screen. Per follow-up notes, incident date for the low was on (B)(6) 2024. Per carelink, auto mode was used for most of the day. Customer will discontinue the pump and return it for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0875 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Found no possible over delivery anomalies during testing. Successfully downloaded pump history files and traces using thump software. Successfully uploaded pump to carelink software and generated carelink reports. Pump delivered 146 bolus deliveries on the event date of 02-sep-2024 at 00:11:53.000 to 20:51:49.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and pillowing keypad overlay. Possible over delivery anomaly was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.